Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported a patient was implanted with an impella 5.5 for support to wean off extracorporeal membrane oxygenation and bridge to recovery. The impella 5.5 perforated the lateral wall of the left ventricle and had to be removed.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The clinical details state that upon placing the 5.5, it perforated the lv and had to be removed. The heart was repaired and another 5.5 was placed. The doctor did not blame the 5.5 as he said echo imaging was not ideal. Based on the clinical details, the root cause of the mechanical interaction with tissue is most likely due to use as the imaging was not ideal during placement of the impella.